Event description:
Event description guidant received information that during an upgrade procedure, this right ventricular lead was explanted and replaced due to high threshold measurements will intermittent loss of capture.